Manufacturer narrative:
Additional information was received that the patient's incision have healed and stopped draining. No culture was taken to confirm or rule out infection. The patient was reportedly doing well.

Event description:
A report was received that there was an excessive drainage at the patient's lead and battery site. The physician changed the dressing and prescribed antibiotics to guard against or reduce any infection if there was one. It was unknown what was causing the drainage.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that there was an excessive drainage at the patient's lead and battery site. The physician changed the dressing and prescribed antibiotics to guard against or reduce any infection if there was one. It was unknown what was causing the drainage.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that there was an excessive drainage at the patient's lead and battery site. The physician changed the dressing and prescribed antibiotics to guard against or reduce any infection if there was one. It was unknown what was causing the drainage.